Manufacturer narrative:
The patient is ongoing on their back-up system controller. Additional information received revealed that the patient's flow and power are closer to baseline. The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a system controller cell battery low alarm and the cell battery was changed. Yellow and red battery alarm on controller began alarming with the patient on fully charged batteries. When patient was placed on the power module, a red heart alarm was received, and 911 was contacted. Patient was transported to a local hospital. Upon arrival to the emergency department, there was a decreased level of consciousness, and the patient was intubated. System controller was alarming and went into back-up mode. The emergency room staff changed out the system controller and the alarm resolved. The patient was then transported to the implanting center ICU, where the patient was extubated and alert and oriented.